Event description:
Nurse noted blood dripping down side of heparin syringe during renal dialysis treatment. Syringe changed; no further problems. Syringe discarded at time of incident. Crack noted to be on tapered part of syringe near hub.